Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer's blood glucose level was 213 mg/dl. Customer stated that the screen of the insulin pump had grey background and the letters were blending with it. The yellow highlights were muted and the menu screen was blurry. The customer tried changing the battery but the issue was not resolved. The product will return for analysis.

Manufacturer narrative:
No display anomalies noted during testing. Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. (B)(4).